Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices had perforated fallopian tubes/migration of essure device- location of device: adhered to ovarian fossa"), ectopic pregnancy with contraceptive device ("painful ectopic pregnancy"), the first episode of vaginal infection ("vaginal infection"), the second episode of vaginal infection ("vaginal infection"), pelvic inflammatory disease ("pelvic inflammatory disease") and the first episode of genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of efficacy ¿ pregnancy". The patient's past medical history included multigravida and parity 3 ((01jul1998, 05apr2005 and 24jul2009)). Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera). On 3-sep-2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("abnormal abdominal cramping"), pelvic pain ("pelvic pain"), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), rash ("rashes") and pruritus ("itching"). In june 2010, the patient experienced the first episode of genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain"), menorrhagia ("prolonged abnormal menses"), menstrual disorder ("prolonged abnormal menses"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). In 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and the first episode of vaginal infection (seriousness criterion hospitalization). In november 2015, the patient experienced the second episode of vaginal infection (seriousness criterion hospitalization). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), the second episode of genital haemorrhage ("abnormal bleeding (general)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterine pain") and arthralgia ("hip pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery. Essure was removed on 29-dec-2015. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, the last episode of vaginal infection, pelvic inflammatory disease, dysmenorrhoea, menorrhagia, menstrual disorder, fatigue, weight fluctuation, abdominal pain lower, pelvic pain, back pain, migraine, alopecia, dysgeusia, rash, pruritus, the last episode of genital haemorrhage, vaginal discharge, vaginal haemorrhage, headache, allergy to metals and dyspareunia outcome was unknown and the abdominal pain, uterine pain and arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, pruritus, rash, uterine pain, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of genital haemorrhage, the first episode of vaginal infection, the second episode of genital haemorrhage and the second episode of vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on 4-dec-2015: total bilateral occlusion us pelvis cp w transvaginal (as written) impression: 1. Trace fluid within the endometrium. Otherwise normal appearance of the uterus. Essure coils are noted. 2. Possible mild right hydrosalpinx. Concerning the injuries reported in this case, the following one was reported via plaintiff medical records: pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for birth control. Beginning in (B)(6) 2010, the consumer began to experience severe, abnormal menstruation pain; abnormal, heavy bleeding; prolonged, abnormal menses; fatigue; and weight fluctuations. In late 2010, she began experiencing severe, abnormal lower abdominal and pelvic pain; severe, abnormal abdominal cramping; severe back pain; migraines; hair loss; metallic taste in her mouth; rashes and itching. In early 2011, she was hospitalized for a vaginal infection. In the end of 2011, she had to go to the emergency room as a result of an unexpected, painful ectopic pregnancy. In (B)(6) 2015, consumer was again hospitalized due to vaginal infection. Over time, she complained about these symptoms to doctors. She missed several days of work as a result of her symptoms and lost her job in (B)(6) 2014 because she was taking so many days off work. On (B)(6) 2015, she underwent a bilateral salpingectomy to remove her fallopian tubes. The essure devices had perforated the fallopian tubes. Since the removal surgery, symptoms have mostly resolved. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about one and a half year, she experienced a painful ectopic pregnancy. She also experienced two episodes of vaginal infection and abnormal heavy bleeding (understood as genital haemorrhage), amongst non serious events. Five years after insertion, plaintiff underwent a bilateral salpingectomy to remove her fallopian tubes. The essure devices had perforated the fallopian tubes. All events are anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Uterine/fallopian tube perforation and perforation of internal bodily structures may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. In this particular case, the exact date and the mechanism of perforation are not known. Considering the plausible temporal relationship and their nature, all events were considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices had perforated fallopian tubes/migration of essure device- location of device: adhered to ovarian fossa"), the first episode of vaginal infection ("vaginal infection"), the second episode of vaginal infection ("vaginal infection"), ectopic pregnancy with contraceptive device ("painful ectopic pregnancy"), pelvic inflammatory disease ("pelvic inflammatory disease") and the first episode of genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of efficacy ¿ pregnancy". The patient's past medical history included multigravida and parity 3 ((01jul1998, 05apr2005 and 24jul2009)). Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("abnormal abdominal cramping"), pelvic pain ("pelvic pain"), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), rash ("rashes") and pruritus ("itching"). In june 2010, the patient experienced the first episode of genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain"), menorrhagia ("prolonged abnormal menses"), menstrual disorder ("prolonged abnormal menses"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). In 2011, the patient experienced the first episode of vaginal infection (seriousness criteria hospitalization and medically significant) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain. In november 2015, the patient experienced the second episode of vaginal infection (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), the second episode of genital haemorrhage ("abnormal bleeding (general)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterine pain") and arthralgia ("hip pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, the last episode of vaginal infection, ectopic pregnancy with contraceptive device, pelvic inflammatory disease, dysmenorrhoea, menorrhagia, menstrual disorder, fatigue, weight fluctuation, abdominal pain lower, pelvic pain, back pain, migraine, alopecia, dysgeusia, rash, pruritus, the last episode of genital haemorrhage, vaginal discharge, vaginal haemorrhage, headache, allergy to metals and dyspareunia outcome was unknown and the abdominal pain, uterine pain and arthralgia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic inflammatory disease, pelvic pain, pruritus, rash, uterine pain, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of genital haemorrhage, the first episode of vaginal infection, the second episode of genital haemorrhage and the second episode of vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on 4-dec-2015: total bilateral occlusion us pelvis cp w transvaginal (as written) impression: 1. Trace fluid within the endometrium. Otherwise normal appearance of the uterus. Essure coils are noted. 2. Possible mild right hydrosalpinx.. Concerning the injuries reported in this case, the following one was reported via plaintiff medical records: pelvic inflammatory disease . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs+mr received: new events: genital haemorrhage, vaginal discharge, vaginal haemorrhage, headache, allergy to metals, pelvic inflammatory disease, dyspareunia, uterine pain, arthralgia were added. Reporter, patient demographic information, other relevant history, product start date and previously reported event "abdominal pain" outcome updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 17-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about one and a half year, she experienced a painful ectopic pregnancy. She also experienced two episodes of vaginal infection and abnormal heavy bleeding (understood as genital haemorrhage), amongst non serious events. Five years after insertion, plaintiff underwent a bilateral salpingectomy to remove her fallopian tubes. The essure devices had perforated the fallopian tubes. All events are anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Uterine/fallopian tube perforation and perforation of internal bodily structures may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. In this particular case, the exact date and the mechanism of perforation are not known. Considering the plausible temporal relationship and their nature, all events were considered related to essure. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.